Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. The dexcom representative educated the patient on the loss of connection for 10 minutes or outside of 15 feet distance. No additional patient or event information is available.